Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During procedure, it was noted a coronary sinus perforation occurred. The patient was monitored and was in stable condition.